Event description:
It was reported that the pt was unresponsive in the pacu. The pt had just had a new pump and catheter placed. The pump was used to deliver baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).